Event description:
It was reported via max that, "on (B)(6) 2011, underwent a total replacement of my right hip at (B)(6). The details of the implanted prosthesis are enclosed. About 4 weeks later, I suffered a spontaneous spiral fracture of the shaft of my right femur beginning at the lower edge of the femoral implant. This occurred while I was standing on the deck of our pool. It would be appreciated if you would review your records for the previous implanted in me to insure that they were all defect free and met all specifications. I would also appreciate the manufacturing date and the date of transfer to (B)(6)."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.